Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination confirmed that a break was present in midshaft at the port site. As a result of the break it was not possible to apply a vacuum to the balloon to remove all air. However, the balloon protector was removed from the balloon with no force required. A severe kink was also present in the hypotube at 50.2cm distal to the strain relief. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was within specification. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The shaft damage noted during analysis is consistent with excessive force being applied to the delivery system during an attempt at removal of the balloon protector from the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft detachment occurred. A 4.00mmx1.5cmx140cm small peripheral cutting balloon¿ monorail was selected to for use. During preparation of the device, after the guide wire crossed the lesion, the physician removed the blue protector sheath of the balloon part but unable to removed the sheath smoothly. So, the physician removed the sheath strongly, and the device got separated at the exit port of the shaft. The procedure was completed with a different device. No patient complications were reported and patient condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft detachment occurred. A 4.00mmx1.5cmx140cm small peripheral cutting balloon¿ monorail was selected to for use. During preparation of the device, after the guide wire crossed the lesion, the physician removed the blue protector sheath of the balloon part but unable to removed the sheath smoothly. So, the physician removed the sheath strongly, and the device got separated at the exit port of the shaft. The procedure was completed with a different device. No patient complications were reported and patient condition was good.